Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was asymptomatic and then lost consciousness. It is unknown what the cgm was showing. A work colleague was with the patient and called emergency medical services (ems). The patient was taken to the hospital by ambulance. At the emergency room (ER) her bg was 22 mg/dl. No comparative cgm value was provided. She was given IV glucose and was released from the ER in the evening on the same day. At the time of the report, the patient was in stable condition. She indicated that her fluctuating values were possibly due to a stomach condition, but she did not want to specify any further details. At some point the patient checked values; the cgm was reading 332 mg/dl and the bg was 70 mg/dl but it is not clear when these were checked. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.